Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod . Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she put the pod on and smelled insulin. The device was worn for about 6-8 hours. She removed the pod to change it and noticed that the cannula was not fully inserted. The patient's blood glucose had reached 324mg/dl. The pink slide did not move forward, indicating the pod did not deploy properly. The cannula was barely visible, not extended as normal.

Manufacturer narrative:
The received device had the cannula assembly deployed. Initial observation found that the linkage assembly was in its deployed state, but the pink slide insert did not move forward into the viewing window and the exposed portion of the soft cannula was much shorted than expected. Inspection of the needle mechanism assembly found the catch beam installed incorrectly, resulting in the catch beam misaligning with the slide insert. This led to the cannula retracting after needle deployment because the catch beam was unable to fully support the slide insert. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.